Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that during the normal battery change out procedure of the cardiac resynchronization therapy defibrillator (crt-d) the physician explanted the right atrial (ra) lead due to noise, pacing impedance measurements greater than 2500 ohms and fracture. A new lead was implanted successfully. No adverse patient effects were reported.